Event description:
Meter name: basic, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: none. The patient visiting nurse reported patient was found partially off the bed one day and the next day found kneeling in the bathroom, lethargic, and was taken to the hospital. When asked, patient was not able to clarify if incidents were due to their diabetes. The meter allegedly would only prompt message "clean test area". The result on their meter was unable to test. No comparison. No treatment given. No further information has been reported.